Event description:
It was reported that a patient with an artificial urinary sphincter (aus) had the device previously removed due to tissue atrophy. At a later date, a new aus was placed, and no additional patient complications were reported.

Manufacturer narrative:
D6b explant date: removed as explant date is unknown and could not be obtained via good faith efforts.

Event description:
It was reported that a patient with an artificial urinary sphincter (aus) had the device previously removed due to tissue atrophy. There were no other issues reported. At a later date, a new aus was placed, and no additional patient complications were reported.